Event description:
Information was received from a company representative via a healthcare provider (hcp) and patient receiving intrathecal dilaudid (h ydromorphone) 10 mg/ml at 2.0 and bupivacaine 6 mg/ml at 1.2 via an implantable pump for unknown indication for use. It was reported that the patient experienced intermittent withdrawal symptoms. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Unknown if any diagnostics/troubleshooting was performed. Additionally, the healthcare provider (hcp) reported the catheter being kinked. Suture tied around catheter from previous implanter. Actions/interventions taken to resolve the issue was that the entire catheter was replaced. The issue was resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n263579010. Implanted: (B)(6) 2010. Explanted:(B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.